Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor is able to be rotated in the device pocket. It was also reported that the patient felt an electrical impulse at the device site and subsequent heating sensation. The device continues to be able to communicate with the programmer and remains in use. No patient complications have been reported as a result of this event.